Event description:
A malfunction alarm with code malf 16 was reported, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the pump to be under warranty and arranged for its replacement. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and instructed on returning the faulty pump using a pre-paid label within 10 days. The customer acknowledged and understood the instructions provided.